Manufacturer narrative:
(B)(4).

Event description:
Received information that due to a malfunction, the patient was removed from the ventilator. The patient was placed on a second ventilator. The evaluation of the device has not been completed.